Manufacturer narrative:
Study event. The lot history record (lhr) was reviewed. There are no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: neurological deficit, sick sinus syndrome requiring pacemaker. Time of symptoms/ae: post-procedure. It was reported that the evening post-procedure the pt's heart rate dropped to 35. He was diagnosed with sick sinus syndrome (sss) and a permanent pacemaker was implanted. He had no history of sss or bradycardia. At 24 hours post-procedure minor facial paresis was noted on the nihss that had resolved by the thirty days follow-up visit. The pt was unaware of the facial paresis and therefore, could not provide the duration or resolution date. No add'l info is available.